Event description:
It was reported that a 23mm aortic valve implanted for 74 days was explanted due to endocarditis, dehiscence, and severe aortic insufficiency. The patient was found to have congestive heart failure. A 23mm aortic valve was implanted in replacement. The patient was in recovery. Per medical records, tee revealed what appeared to be an annular pseudoaneurysm with partial dehiscence of the aortic valve consistent with probable recurrent aortic valvular endocarditis. The patient had severe tooth decay and this was felt to be a possible source. Intraoperatively, the valve was found to be dehisced along where the rudimentary commissure had been with the worst of the previous annular abscess at his original surgery. There was no active infection apparent but there was an approximately 4 cm pseudoaneurysm. Initially there appeared to be adequate tissue quality for reconstruction, so the pseudoaneurysm was irrigated clean and closed with interrupted horizontal mattress sutures, followed by placement of a 21 mm valve. Coming off cardiopulmonary bypass the first time the patient was found to have a large perivalvular leak with severe aortic insufficiency and the patient was placed back on cardiopulmonary bypass. The area of previous repair had separated again at the annular level. A hemashield patch exclusion was done for reconstructive purposes followed by placement with a now 23 mm valve due to the significant enlarged size of the annulus. The patient separated the second time from cardiopulmonary bypass but required pressor agents and was coagulopathic due to increased length of time on cardiopulmonary bypass. The patient was in critical but stabilizing condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 23mm aortic valve implanted for two months was explanted due to unknown reasons. A 23mm aortic valve was implanted in replacement. The patient was in recovery.